Event description:
A 22 mm diameter x 13 mm diameter x 16.5 cm length aneurx bifurcated stent graft system was implanted in a pt for endovascular treatment of an abdominal aortic aneurysm 2004. Vessel and aneurysm morphology are unknown. It was reported that the physician was unable to cannulate the contralateral gate due to the cross section of the "figure 8" shape of the arteries. The decision was made to convert the graft to an aorto uni-iliac, by placing two aortic cuffs at the flow divider and a femoral-femoral bypass was performed. It was reported that during the procedure the guidewire dissected the common iliac artery and was surgically repaired. No clinical sequelae were reported, and the pt is reported to be fine.